Event description:
Complainant alleged that medics were monitoring the heart rhythm of a pt using monitoring electrodes; the multifunction cable was attached to defib electrodes, however they were not attached to the pt. The device displayed what appeared to be a ventricular fibrillation heart rhythm and the medic turned to check the status of the pt. When the medic returned to looking at the device, the energy had inappropriately self-charged. Complaint indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.